Event description:
Rptr is writing to report an overcorrected refractive surgical procedure performed using an excimer laser which to the best of rptr's knowledge is not approved by the FDA for human investigation. The pt is a 33-yr-old estate planner who consulted the doctor for refractive surgery. Pt stated that his refraction in the left eye before surgery was aproximately -8.50 diopters. His refraction in the unoperated right eye on 1/18/96 was -8.25 +0.25 x105-20/16, manifest refraction. The pt states that he had laser in-situ keratomileusis surgery in his left eye in early 12/95. The pt had been a contact lens wearer and stated that he did not take his contact lens out before refraction and did not keep his lens out prior to surgery. He states that approximately 24 hours after his laser procedure his refraction was approximately +6.00 diopters; approximately two weeks after surgery it was approximately +3.50 diopters. On 1/19/96 he measured a manifest refraction of +0.50 +1.25 x115-20/25 and a cycloplegical refraction of +1.00 +1.25 x115, 20/32. Slit lamp examination showed a fine lamellar scar with debris in the bed. The flap appeared roughly 150 microns thick and was hinged nasally. The flap diameter was 8.0mm. It was 1+ fine folds in the flap and approximately a 2+ scar around the edge. These findings are interpreted as normal findings after this procedure, except for the amount of debris in the bed. Videokeratography showed a well-centered ablation with concentric circular rings on the color-coded map and a small central bowtie. The center was extremely flat, with a central value of approximately 35 diopters, consistent with the hyperopic refraction. Pt expressed to rptr considerable difficulty with his left eye, stating that he had good undercorrected vision at neither distance nor near. The uncorrected visual acuity measured for distance using the national eye institute charts was 20/63 in the left eye and the uncorrected near visual acuity was 20/50. Pt's preoperative corrected visual acuity in his left eye was the same as that presently measured in his right eye, he lost two lines of manifest spectacle corrected visual acuity (20/16 to 20/25), and three lines of cycloplegic corrected visual acuity (20/16 to 20/32). Pt's history is accurate, the marked overcorrection that occurred is quite unusual after a laser in-situ keratomileusis procedure. It is unknown when the rptr's refraction will stabilize, or at what level.